Manufacturer narrative:
D10 concomitant product: maxtack30, motorized straight fixn device maxtack30, (lot number: n6b1314ury) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, when the abdominal scar hernia was covered with a mesh and fixed using a powered tacker, the wing part of the tack broke and fell into the patient. The same thing occurred with the second device. The broken fragments were retrieved. There was no patient injury.